Event description:
Customer reports noting a leak in the drain line of their homechoice set during the end of their automated peritoneal dialysis therapy. Per the customer, the leak was approximately 3 ft down the drain line, and appeared to be a "clear cut". The customer stated that they do not reuse their supplies, and they did not notice anything out of the ordinary relative to the appearance of the over pouch. Reportedly, this occurred only once through out the entire batch of cassettes. Per the home pt, no pt injury or medical intervention was associated with this incident.